Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump battery fully depleted and the pump shut off. The pump was able to be successfully charged after being powered back on. The customer¿s blood glucose was 125(mg/dl). Reportedly the customer loaded a new cartridge and continued to use the pump for insulin therapy.